Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from the lots. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a mix-up of device packaging at the account and/or at the hospital resulted in the reported device markings / labeling problem. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the biliary duct with mild calcification, mild tortuosity an 90% stenosis. The outer packaging of the device stated the device was an 8x100 mm absolute pro self expanding stent system (sess); however, the inner packaging stated the device was 10x80 mm. The device was ultimately implanted without issue and is 10x80 mm. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.